Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "this pad is not to be used on or by an invalid, a sleeping or unconscious person, a person with diabetes, or a person with poor blood circulation or insensitivity to heat, or a person incapacitated by medication" and consumer failed to perform that instruction. There is an instruction that states, "do not use on areas of insensitive skin" and consumer failed to perform that instruction there is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges using her heating pad for pain relief after surgery on her left upper thigh near her knee. Consumer alleges falling asleep while using the heating pad and awoke to a burn near the incision on her left upper thigh near her knee. There was not a report of property damage with this incident.

Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "this pad is not to be used on or by an invalid, a sleeping or unconscious person, a person with diabetes, or a person with poor blood circulation or insensitivity to heat, or a person incapacitated by medication" and consumer failed to perform that instruction. There is an instruction that states, "do not use on areas of insensitive skin" and consumer failed to perform that instruction there is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges using her heating pad for pain relief after surgery on her left upper thigh near her knee. Consumer alleges falling asleep while using the heating pad and awoke to a burn near the incision on her left upper thigh near her knee. There was not a report of property damage with this incident.